Event description:
Paramedics attended to a 54 year old male diagnosed in cardiac arrest. A total of 6 countershocks were administered to the pt. When the fifth shock was adminsitered, the device allegedly displayed the message energy not delivered. External pacing was subsequently administered. Allegedly, the pacing function stopped intermittently for no apparent reason. The pt was not resuscitated. The reporter indicated the alleged malfunctions did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's viability.